Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7122q/58, st-jude-lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient visited the hospital for a device check after an alert was triggered for high atrial lead impedance. The atrial lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.